Event description:
Preface sheath not allowing navistar catheter to be pulled back, as catheter pulled back preface locking. No pt injury was reported.

Manufacturer narrative:
IFU states under precautions: "do not attempt to advance or withdraw the guidewire and/or catheter sheath introducer if resistance is felt. Stop the procedure and use fluoroscopy to determine the cause. If significant resistance is encountered during introduction, use a 10f or larger introducer."